Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing issue. Review of (B)(6) service history records indicated that the device was previously serviced and the repair actions were verified. On-site inspection of the driveline cable revealed the previous repair was worn out. The on-site inspection also revealed new driveline sheath damage beneath the repair and damage to the inner lumen, leading to exposed wires. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. The most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time and/or the handling of the device. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. A possible root cause of the inner lumen damage may be attributed to handling of the device and/or wear over time after the sheath damage left the inner lumen exposed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline cable had a worn and frayed sheath repair. It was noted that the driveline sheath had one crack with exposed wires and two other cracks with no exposed wires. Driveline sheath repair servicing was performed to replace the old repair. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.